Manufacturer narrative:
(B)(6). Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 2 mdrs filed for the same patient (reference 0001825034-2017-03010). Customer has indicated that the product is in process of being returned to zimmer biomet for evaluation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that during a dynamic hip compression screw surgery, the plate would not slide over the screw, resulting in removal of both implants and insertion of new implants. This caused a thirty (30) minute delay in surgery. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. This device is not distributed by zimmer biomet in the united states; however, we are filing this report as zimmer biomet manufactures a similar device in the united states under 510k number k150818. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.